Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford bearing; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left-sided partial knee replacement on an unknown date. Subsequently, due to severe pain, an x-ray of the left knee was performed, and the doctor stated that the partial knee replacement had failed. The patient has been scheduled for a revision surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.